Manufacturer narrative:
The passive planar blunt probe was returned to the manufacturer for analysis. Analysis found the tip of the returned probe was confirmed to be visibly bent. With markers attached, the probe was able to verify with a good geometry error and a slightly elevated divot error. Physical damage confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that while setting up for a case it was discovered that the site had a bent passive planar blunt probe. The tip of the probe was visibly bent. No patient present.